Event description:
It was reported that during instrumentation check, the threads on the tip of the holding sleeve were broken. This was prior to the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with a portion of the first thread broken at the minor diameter. All threads appeared slightly damaged and debris stuck in the threads. Dents and scratches were located on the knob, which have removed the green anodized layer. The dimensions measured were found within print specification. Product development event evaluation reveals, the break at the tip did not appear clean and looks as if something was dropped onto the threads. The sleeve will not function in its current condition and functional checks could not be performed. Based on the complaint description that device was not used in surgery it is unknown how the device became damaged. It is unknown if the device was damaged during shipping, cleaning or rough handling. The complaint is therefore considered indeterminate from a manufacturing standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).